Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that an increasing number of electrode channels have high impedances. The team at the clinic are suspecting a broken electrode. They therefore decided to re-implant the patient. The surgery took place in 2007.